Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or battery power loss alarm noted during testing or in the pump trace download. Pump error 53/4 alarm found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error detected alarm multiple times. The customer¿s blood glucose was 9.5 mmol/l. The customer was assisted with troubleshooting. Customer stated that insulin pump keep shutting down and he only needed to reset the time and date. The device will be returned for analysis.